Manufacturer narrative:
On 06/27/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported a rupture (post - implant) in the breast implant. Upon initial inspection, the sample was observed to be intact. During the leak test a tear was detected measuring approximately 0.6 cm located on the posterior aspect in the patch area. Additional testing was not performed to avoid compromise the device integrity. No additional anomalies were discovered. Microscopic test was not performed to avoid compromise the device integrity. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: implant exchange, deflation of left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with a mentor memorygel breast implant 550cc gel breast prosthesis that ruptured after implantation. Rupture of the left breast prosthesis was noticed by the surgeon during implant exchange surgery on (B)(6) 2019. The patient¿s explanted breast prosthesis was replaced with a mentor memorygel breast implant 550cc gel breast prosthesis.